Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% in-stent restenosis and non calcified lesion was located in the moderately tortuous proximal right coronary artery (rca). Following advancement of the maverick2 monorail 1.5mm x 15mm balloon catheter through another manufacturer's previously placed stent for dilatation, the balloon ruptured. The number of inflations and to what atms is unk. It was further reported that the balloon might have come in-contact with the raised edge of the stent. The procedure was completed with a different device. There were no patient injuries or complications. The patient's status was reported as "no problem."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is attributed to having been caused by another device.